Event description:
It was reported the pump had a downstream occlusion alarm issue. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Other, other text: b5: additional information received on 16-sep-2022 via email, no patient involvement as reported issue happened during bench testing. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: corrections: d4:catalog number: 21-2120-0104-01 ; d4: model number: 2120.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition. Tamper seal was removed. There was no evidence of the reported error in the event history log. The reported problem was duplicated during the investigation and occlusion testing. The downstream occlusion sensor was found to be faulty which was causing the issue. For corrective action, the downstream occlusion sensor was replaced. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).